Event description:
It was reported that the rv lead was explanted and replaced due to oversensing, high impedance of greater than 3000 ohms, and an apparent lead fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.